Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button was intermittent. The root cause of the intermittency was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.